Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a stuck button alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed stuck button and unable to clear the alarm due to buttons were unresponsive. Customer reported that battery change did not resolve the issue and the buttons remained unresponsive. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage found on the electrical board connector. Unable to perform the displacement test and self test due to no button response. Moisture damage on the motor assembly and force sensor also noted during visual inspection.